Manufacturer narrative:
Manufacturer's investigation conclusion: the investigation confirmed the reported pump motor stall via log file analysis. The speed was captured below the low-speed limit from 23:33:59 to 23:34:10 on 28aug2024. It was reported that the driveline underwent clamshell repairs, and a majority of the driveline was covered with tongue depressors and tape. There were no indications or alarms for driveline disconnects or low power hazards captured before the event, but the log file did capture low flow hazards during the event and appeared to alarm when an issue like no external power or power cable disconnects were detected. All events relating to the reported event and other captured power issues occurred while connected to the mpu. The product was not retuned for further investigation and there were multiple attempts to gather more information from the customer, but there was no response. A root cause for the reported event could not be determined from the information provided. Heartmate ii patient handbook (rev. C), under section 5 ¿alarms and troubleshooting¿ and heartmate ii instructions for use (IFU) (rev. C), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the no external power, power cable disconnect, low voltage hazard, and backup battery fault alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate ii patient handbook (rev. C) and heartmate ii instructions for use (IFU) (rev. C) under section 3 ¿powering the system¿, explains the various ways to power the heartmate ii lvas, including how to properly use the mpu and the actions to take in the event of a power failure. Heartmate ii patient handbook (rev. C) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported the patient was admitted for concerns of pump thrombus with elevated lactate dehydrogenase (ldh) and hematuria. Upon interrogation of the alarm history, the site noticed some pump off alarms on 28aug2024 around 23:30. The patient was not aware of the pump off events. The patient was placed on an ungrounded patient cable. The patient previously had a clamshell repair done on the driveline with rescue tape applied to the majority of the remaining driveline (MFR# 2916596-2024-06265). Due to the current condition of the driveline, it was covered with tongue depressors and tape. Following review of the submitted log files by tech services, it appeared the speed reduction and pump off events occurred on 28aug2024 while connected to mobile power unit (mpu) power. The submitted x-ray images appeared to show some inconsistency in the shielding near the distal end of the driveline. There also appeared to be a no external power event captured in the log files recorded on 17aug2024 at 12:15:07 pm while connected to mpu power. The emergency backup battery (ebb) was used to support the system during these events and motor function was not affected. Additional log files were provided on 03sep2024 as the patient had experienced several pump off and low flow events despite being on an ungrounded patient cable and/or battery power. The nursing staff noted that the ventricular assist device (vad) did not alarm for any of the events. Log files confirmed speed reductions and pump stop events while connected to power module/patient cable power which indicated a potential phase to phase short. The patient underwent a pump exchange on (B)(6) 2024.